Event description:
It was reported that the patient presented for in-clinic follow-up with stored episodes of inappropriate automatic mode switch caused by over-sensing exhibited by the right atrial lead. No interventions or patient symptoms were reported. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.